Event description:
The device was implanted on 10/3/95 for infusion of chemotherapy. On 8/6/96, the MFR's french distributor contacted the MFR to report an incident which had occurred at a facility in their territory. The report states that the french ministry of health had rec'd notice of an incident involving device catheter breakage. The oncologist observed the device catheter breakage on 6/13/96, during an x-ray control. The explanted device is expected to be forwarded to the distibutor, who will then forward it to the MFR for analysis. The MFR has not rec'd the device to date.the ministry of health has requested a report concerning the preventative measures, as well as curative to be taken. No further details are available at this time. Expiration date: 5/2/00.

Manufacturer narrative:
The device has not been returned to the MFR; therefore, the MFR's investigation of this event was limited to a trend analysis and review of the device history record for this catalog/lot number. A trend analysis was performed on similar reports involving this catalog/lot number and no trends have been identified. In addition, a review of the device history record was performed on this catalog/lot number and no mfg variances were identified in relation to this event. Based on the available info, and due to the unavailability of the device for analysis, no conclusion could be drawn as to the cause of this event. The MFR has informed the distributor that it would be necessary to perform an analysis on the device labeling and a portion of the device clinician's manual which contain device catheter placement warnings. No further details are available. The MFR is now closing its file on this event.